Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had postoperative anemia requiring administration of 1 unit of packed red blood cells (prbcs). The patient had computed tomography (CT) scans performed and labs taken. There were no overt signs of bleeding and the patient's hemoglobin was stable at discharge.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events as well as a direct correlation to heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6) , could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 10mar2021. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events including bleeding, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr range, as well as suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.